Manufacturer narrative:
The customer reported complaint of the autopulse platform was displaying error message "system error -out of service revert to manual CPR" when powered on was confirmed during archive review and initial functional testing. The root cause of the issue was found to be faulty brake assembly of the drive shaft train motor. Archive data review indicated error message user advisory (ua) 139 (unable to hold compression position) around the reported event date of (B)(6) 2016. The platform failed the initial functional testing due to the error message "system error- out of service revert to manual CPR" displayed when the unit was powered on. The drive train motor was replaced to remedy the complaint. In addition, after removing both front and bottom covers blood ingress were observed and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Visual inspection was performed and no physical damage was noted. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Bio-cleaning was performed. The clutch plate was deburred due to a stiffness on the drive shaft. The platform has passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was displaying error message "system error -out of service revert to manual CPR" when powered on. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.